Manufacturer narrative:
Section b3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient with a left ventricular assist device (lvad) had difficulty taking a reading. The patient stated two weeks before (B)(6) 2025 that the patient electronic system (pes) showed "reposition away from metal objects." It would take readings sitting up in electrical recliner and there were no changes in the environment. There was no wheelchair, walker, or cane, the oxygen machine was more than 5 feet away, and there were no heating blankets or tablets. There was a tv remote. The patient had a personal pillow behind the pes. The pes was plugged directly into the wall. The patient unplugged the electrical recliner. Started reading without patient 20% white, blue 41%, cancelled. Confirmed power adapter was on the floor. They did have a cell phone but no smart watches, life alert, large medallions, or suspenders. Started reading white 30%, blue 40%, cancelled. The patient did have a pacemaker, defibrillator, and lvad. The patient was sitting in chair and reclined more. Started reading, 57% blue, 60% blue, 70% blue, cancelled. Patient unable to take readings on the bed. Patient had mobility issues. Patient added another pillow and folded blanket. Patient accidentally unplugged pes. Booted pes. Patient started reading, white 26%, white 36%, cancelled. Normal position: head on headrest, top of shoulders where headrest starts, pes centered on back. Had patient move 1/2 inch to the right, left shoulder more on pes. Started reading 5% white, 0% white, cancelled. Had patient move 1/2 to the right, 40% blue, 30% white, 50% blue, cancel. 1/2 inch up. Patient accidentally unplugged pes. Booted pes. Started reading 18%, 20%, white, cancelled. Gsm 2 bars. Changed search pressure from 10.0 to 16.0. Manually sent readings transmission successful. Started reading 75% blue, 40% blue, cancelled. Had patient move lvad battery pack as far as it could reach. Started reading, blue, yellow 60-70%, music starting and stopping, good position x4. Patient stated getting frustrated and will try again later on their own with spouse. Advised to add pillows under pes, try sitting up in chair or sofa if laying on bed was too uncomfortable. The cause of the problem was determined to be electromagnetic interference (emi). There were no lvad alarms and there were no log files available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event cannot be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Section c, "safety testing and classification", states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.